Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
During implant of a 23mm sapien 3 valve in the aortic position, a pinhole rupture of the balloon at the level of the stj was observed. Negative pressure was pulled and blood was seen. The delivery system balloon was approximately 60 to 70 percent expanded at the time of the rupture. The delivery system was removed without difficulty. A second delivery system was used to post dilate the valve using nominal inflation volume. There was no consequence to the patient and they are recovering well. The patient had mild to moderate stj calcification and mild lvot calcification.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Therefore visual, functional, or dimensional analysis could not be performed. Without photographs, imagery, or the device itself, a definite source for the leakage cannot be determined. However, since the device was able to be successfully de-aired, it is likely that the leakage was not present on the device out-of-box. As the leakage was noted when the balloon was 60 to 70 percent expanded, it is likely that the leakage occurred during deployment. It¿s possible that the pinhole could have been created if the balloon made contact with calcification in the access vessel, aorta, or annular region (the patient had mild to moderate stj calcification and mild lvot calcification). Additionally, improper technique when removing the proximal balloon cover could have damaged the balloon, making it more susceptible to leakage after insertion. Furthermore, handling the stylet and handling other tools in close proximity may produce this type of damage. In order to prevent damage to the balloon, the cover should be carefully peeled away with both hands while over the blue section of the balloon shaft. Available information suggests that patient factors (annular calcification) and/or procedural factors may have contributed to the reported event. However, a definite root cause is unable to be determined. During manufacturing, the balloons are 100% visually inspected for critical dimensions: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness and 100% visually inspected for defects such as: witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gel spots, and scratches. Balloons are sampled for burst testing and additional visual inspection. Upon the completion of crimp balloon molding and annealing, the crimp balloons are 100% dimensionally and visually inspected for the following: distal and proximal length, distal and proximal ids, single/double wall thickness, general appearance/gross defects, foreign matter, impurity/contamination, and appearance of fish eye and gel spot. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. Prior to the process, the balloon is 100% visually inspected for balloon size and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. During final inspection, the device undergoes 100% distal to proximal visual inspection. The entire device is inspected for damage or missing components. The inflation and crimp balloons are inspected and rejected for distorted/pinched folds. The commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, the lot underwent a product verification testing as a requirement for lot release. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since the device, imagery, and procedural videos were not provided for review, the complaint for balloon ¿ leakage was unable to be confirmed. A manufacturing non-conformance could not be identified. Based on the device history record (DHR), lot history, and complaint history review, there is no evidence to confirm a manufacturing non-conformance contributed to the complaint. A review of the manufacturing mitigations in place supports that the delivery system has proper inspections in place to detect issues related to the reported event. Available information suggests that patient and/or procedural factors may have contributed to the reported event. Review of the complaint history revealed that the occurrence rate exceeded the (B)(6) 2018 control limit for the applicable trend category. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified, product risk assessment or preventative or corrective actions were required.